Manufacturer narrative:
The reported event of failure to capture on the left ventricular lead was not confirmed. A complete lead was returned in one piece. Analysis was completed. Visual inspection and electrical testing were normal with no anomalies found, and product measurements were found to be within specification.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's left ventricular lead had loss of capture. The lead was explanted and replaced without issue. The patient was stable throughout.